Event description:
While priming the thermachoice iii uterine balloon therapy, the balloon would not completely deflate. The connection syringe was loose and would only suck back air. Ethicon sales representative will be called to pick up device for testing purposes.